Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and loss of capture soon after the implant procedure. Air entrapment was suspected to be the cause of this issue. Due to this, it was decided to turn the therapy of the patient off and wait a week for a follow up. After the follow up it was confirmed that the issue was resolved and that the issues were due to the air entrapment. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and loss of capture soon after the implant procedure. Air entrapment was suspected to be the cause of this issue. Due to this, it was decided to turn the therapy of the patient off and wait a week for a follow up. After the follow up it was confirmed that the issue was resolved and that the issues were due to the air entrapment. This system remains in service. No further adverse patient effects were reported.